Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered an arteriovenous fistula. On post-procedure day 15, the patient was diagnosed with an arteriovenous fistula. There is no information regarding interventions or extended hospitalization. Issue is ongoing. Principal investigator assessed this event as mild in severity, not serious, not device-related, and definitely procedure-related. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on august 23, 2017 on the event. The issue resolved without sequelae and the intervention noted was surgical stocking. Principal investigator assessed this event as definitely index procedure-related. Originally, the product reported was a thermocool smarttouch bidirectional navigation catheter / model #: d-1327-00-s/ lot #: unknown_d-1327-00-s. Additional information was received on september 4, 2017 providing a corrected product. The correct product is thermocool smarttouch bidirectional navigation catheter / model #: d-1348-05-s /lot #: unknown_d-1348-05-s. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Manufacturer narrative:
Initially, it was reported, ¿a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered an arteriovenous fistula requiring a surgical stocking." Additional information was received on (B)(6) 2019 providing additional information on the patient and procedure. It was reported that a 60-year-old female patient underwent an paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered an arteriovenous fistula and compression stockings were applied. Therefore, populated fields patient age at the time of event, age unit and a 3. Sex. Manufacturer¿s reference number: (B)(4).